Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported they had trouble keeping their ins charged because it takes 2 hours and they can only get it charged up to 50%, they got a frequent 'try again' message. Prior to this they were able to charge to 100% in about 30 minutes, but now it took a while to look for the device and said 'try again'. During troubleshooting the controller went between: the position the rtm where you get the highest number with 83 to 70, to recharging with a green blinking light, then back to looking for device, then position the rtm, etc. The patient also reported that the wire where it connects to the paddle seemed loose and they noticed the past few days that the rtm and the relay box were getting hot. They reported that because they have not been able to recharge, they have been in pain. Because they could only get the ins battery level charged up to 50% every night, the ins battery was empty by the morning as it would not hold a charge. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) b3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number(B)(6)) found that the recharger antenna insulation was peeling away at the donut end and wires were exposed. It was also found that there was a recharger antenna failure, as a "no device found" message was displayed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.